Manufacturer narrative:
This MDR should be considered cancelled. In this particular event, the diagnostic test is performed with the understanding and recommendation to perform concurrent controls to assure accuracy. Therefore, erroneous results would be suspected and lead to retesting. This will not likely lead to a serious adverse event.

Event description:
It was reported that while using bd macro-vue¿ rpr card antigen suspension atypical growth was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " it was reported that there was lower reactivity with the new rpr lot# 1123493. ".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd macro-vue¿ rpr card antigen suspension atypical growth was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: it was reported that there was lower reactivity with the new rpr lot# 1123493.